Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. Customer reported that they had contacted their health care professional regarding the high blood glucose event. Customer reported that her blood glucose kept going high even after she took bolus via insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not felt okay to troubleshoot high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual insulin injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.